Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was incorrect due to the pump not being in use for a month. Customer's blood glucose was 126 mg/dl. Reportedly, the customer corrected the time and resumed insulin therapy.